Event description:
It was reported that the patient was under local anesthesia in the ent office for a turbinoplasty. The handpiece performed intermittently, and the case was cancelled. No additional medical intervention was performed. There was no impact to the patient. The facility stated that "the patient is currently fine."

Manufacturer narrative:
This device is used for therapeutic purposes. There is no code to indicate that the case was canceled due to device malfunction after the patient received local anesthesia. (B)(4). The product analysis states ¿handpiece was running but intermittent. Disassembled housing and found all the internal parts also the motor, housing and screws were all severely corroded due to dried saline. Had to replace all the internal parts, seals, bearings, housing, motor and cable. Unit was repaired cleaned, tested and passed to manufacturing specifications.¿